Event description:
As reported, the initial surgery date of the female patient is unknown. The patient was revised on (B)(6) 2024 due to a large peri-prosthetic fracture. Everything was removed and the patient was revised to non-exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H6: health effect clinical code, medical device problem code. Additional information: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely reason for the periprosthetic fracture and subsequent revision reported cannot be determine; however, it may be related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. This cannot be confirmed as no clinical information or radiographs were provided.